Manufacturer narrative:
H3: product analysis product ID# kpt1502; lot ID# 220177835 analysis confirmed that the lcd screen of the syringe has been damaged and will not power on. There is a mark on the outside from the media drying on the outer surface. It appears the liquid shorted out the screen. Unable to determine root cause of damage to the syringe. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with spinal therapy. It was reported that, after setting the balloon was inserted into the vertebral body. After injecting 1.5cc (3 rotations), the balloon had not been inflated at all when confirming by image. Even though the handle was pulled out and the balloon was removed from the vertebral body, no breakage of the balloon could be confirmed. There was a clear change that even though the handle was grabbed again, there was a scrape and it didn't return. Since a few drops of contrast media had leaked from the lcd part, it was decided that the product would be difficult to be reused, so a new product was opened. There was no fragment left or contact with the patient. There were no symptoms reported. There were no further complications reported regarding the event. There was a delay in surgery for less than 60 minutes. Updated received on 2020 - nov ¿ 10: about the inflation syringe on one side(the side where the bone might be hard), the balloon was attempted to be inflated, but the balloon did not inflate(though the pressure on monitor went up to around 100). Leakage of the contrast media was noted from the monitor of the inflation syringe. After a while, the monitor turned on and off. Therefore a new one was opened and used(no curette was used, and it was able to be used without problems). There was no problem during setting.